Event description:
Subsequent to the initial report, a supplemental is needed for corrections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was a defective transmitter. The reported event of a unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
3004753838-2023-075553 h6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 conclusion code - 4316 - the concluded cause is not adequately described by any other term.